Manufacturer narrative:
Review of sterilization records. Review of sterilization records confirmed device met pre-release specifications.

Event description:
The following information was reported to gore by the patient's wife. She stated the gore-tex dualmesh was implanted in 2004 in her husband. She further stated the device was removed approximately 2 weeks later due to infection. She further stated the procedure was an incisional hernia repair that stated laparoscopically, but was converted to open repair.